Event description:
During an ercp procedure, the physician used a cook endoscopy cotton cannulatome sphincterotome. After the first bow of the sphinclerotome, the cutting wire broke in two places and detached in the patient. The detached portion of the cutting wire was retrieved with forceps. No other section of the cutting wire detached in the patient. The procedure was completed with another cotton cannulatome sphincterotome. The patient did not experience an adverse effect and additional medical procedures were not required due to this occurrence.

Manufacturer narrative:
Our evaluation of the returned device confirmed the report. Only 12.5 cm of the cutting wire was returned. The remaining 1.5 cm of the cutting wire's distal end was not included in the return, however, information indicated this section did not detach in the patient. A complete device evaluation was unable to be performed because only a small section of the cutting wire was returned for evaluation. Because the cutting wire breakage exhibited a small sharp bend (observation 1 above), the appearance of the cutting wire break suggests the cutting wire may have become lodged on something during use, such as the elevator of the endoscope. This is the most likely contributor to cutting wire breakage. The most likely cause for cutting wire separation from the drive cable (observation 2 above) is perhaps due to the manufacturing process. If the cutting wire became lodged on the elevator of the endoscope and added pressure was applied in an attempt to advance or withdraw the accessory, breakage of the cutting wire could occur. The instructions for use advise the user to advance the sphincterotome in short increments. This activity will aid in device preservation. Corrective actions: a training session with the appropriate manufacturing persons was held because we were unable to determine if this product was manufactured prior to implementation of operator qualification. This activity was performed in an effort to heighten awareness and in an effort to reduce any future observations of this type. Our evaluation indicated this observation represents an isolated event and the likelihood of the occurrence is remote. No further corrective action.